Event description:
It was reported that the pt's simulation was turning on and off. The pt will maintain a log of occurrences to provide to the hcp. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.